Event description:
It was reported that the patient had a hematoma after the lead was implanted. The patient was brought back to the operating room to drain the hematoma and hospitalization was prolonged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: icf09b52 implantable pacing lead, (B)(6) 2006; 693165 implantable tachy lead, (B)(6) 2006. (B)(4).